Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated. The product was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this pacemaker system exhibited farfield oversensing of r-waves on the atrial channel, resulting in inappropriate mode switching. Technical services (ts) discussed troubleshooting options and programming considerations, such as increasing atrial blanking to greater than 100 ms. This pacemaker system remains in service. No adverse patient effects were reported.